Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for unexpected restart and external crc ram error. Customer¿s blood glucose was unknown at time of incident. Alarm did not occur during the rewind or prime sequence. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No unexpected restart, external error alarms or unexpected restart alarm after change battery noted during testing and no restart/reset time/date anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners and stained address/serial number label.